Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 2 bd vacutainer® sst¿ blood collection tubes experienced underfill or low draw during use. The following information was provided by the initial reporter: material no. 367981 batch no. 9064643. 367981 does not have any vacuum issue filling tube due to no vacuum.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd vacutainer® sst¿ blood collection tubes experienced underfill or low draw during use. The following information was provided by the initial reporter: material no. 367981, batch no. 9064643. 367981 does not have any vacuum. Issue filling tube due to no vacuum.